Event description:
It was reported that the outer layer of the modular cable was damaged. The cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of cosmetic damage to the returned modular cable was confirmed via inspection. The heartmate 3 vad modular cable, lot number: 8250888, was returned for analysis, and upon initial inspection, two sites of damage were found along the modular cable¿s outer polyurethane jacket. The damages to the outer jacket exposed the underlying armor layer. Additionally, the modular cable¿s pump inline connector bend relief was found to be lightly discolored. The modular cable was then tested with a test system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The outer jacket and underlying layers were removed for inspection of the underlying wires, and the underlying wires were all unremarkable. The cosmetic damage to the modular cable did not affect the modular cable¿s ability to support pump operation. The root cause of the reported event could not be determined during this analysis. Incidental findings: ground b elevated resistance from wire fatigue the relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 8250888, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.